Manufacturer narrative:
Reported event: an event regarding loosening & malposition involving an unknown triathlon knee the event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient information was provided to support a medical review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device information, return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left total knee done a few months back and now appears to be loose with subsidence. Dr. Decided to revise the knee to a cemented component with a stem on the tibial side, the surgery was performed without incident. Both the femoral and tibial components were replaced and cemented. There are no further medical records due to password secured emr.